Manufacturer narrative:
Additional information was received on 08/09/2024 and section h11 should be reported as: the manufacturer received information alleging an issue related to a bipap plus device's sound abatement foam. The patient has passed away. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.

Manufacturer narrative:
This device bipap plus was manufactured in 03/28/2006 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap plus device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.